Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, red particles. A microscopic analysis was performed which identified a sharp crease on radius side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening.

Event description:
Physician reported left side rupture confirmed via MRI. The device has been explanted.

Event description:
Physician reported left side rupture confirmed via MRI.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported left side rupture. The device has been explanted.